Manufacturer narrative:
" Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a smallbore 6 inch ext vlv had flow issues and was clogged during use. The following was reported by the initial reporter: "issues with smartsite extension set."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that there is an issue with the smartsite extension set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125885 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that a smallbore 6 inch ext vlv had flow issues and was clogged during use. The following was reported by the initial reporter: "issues with smartsite extension set".